Event description:
It was reported in a journal article that one patient, within the fixed bearing group, experienced a deep joint infection. No further discussion or information regarding intervention or outcome was provided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner. Unknown cup. Unknown stem. Foreign: country: south korea. Literature: moon, n.h., do, m.u., kim, j.s. Et al. The usefulness of dual mobility cups in primary total hip arthroplasty patients at a risk of dislocation. Sci rep 12, 774 (2022). Https://doi.org/10.1038/s41598-022-04774-2. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.